Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'blank screen' which was reproduced with a watchdog error during evaluation. The cause was determined to be a failed processor board which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. A keypad malfunction was observed during evaluation, however the evaluator was unable to evaluate for the problem due to the watchdog error. The device was required to pass all testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a blank screen. There was no patient involvement. No additional information is available.